Manufacturer narrative:
(B)(4). Follow-up #1 reported date received by MFR date as 10/17/2014 - correct date is: 10/17/2016

Manufacturer narrative:
(B)(4). The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that after the device was advanced into the anatomy, the stopcock became unscrewed and, after tightening, was taped in place to continue the procedure, which is considered intervention to prevent patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The steerable guiding catheter (sgc) was prepared without issue and advanced into the anatomy. After the clip delivery system (cds) was advanced, it was noted that the stopcock had become unscrewed. After tightening, the stopcock would rotate back off. The stopcock was removed and replaced with another brand, but this one also would rotate off. The stopcock was tightened and taped in place and the procedure was continued without issue. One clip was implanted, reducing the mr to 1-2+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The steerable guide catheter (sgc) was not returned; however, 2 unused non-abbott stopcocks were returned and were able to be connected and securely tightened onto the flush port of a proxy sgc without any issues. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The mitraclip system instructions for use warns: do not use if damage is detected. Use of damaged product may result in air embolism, vascular and/or cardiac injury. All available information was investigated and the reported loose/intermittent connection is possibly related to variation in the non-abbott stopcocks usage at the account; however, this cannot be definitively determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.